Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr. (Gold)unit received with intermittent buttons due to corroded keypad traces. No moisture damage was found at electronic or motor assemblies per visual inspection. Unit received with minor scratched lcd window. Unit received with broken belt clip slot. (B)(4).

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was unknown. The customer states that there is fluid/moisture in the device because they left the pump in the bathroom while the customer was showering. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.